Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided pictures identifies the unit and shows a quantum with a f4 fault displayed on the screen. There was a relationship found between the subject device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
Health effect - impact code was updated. H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. Visual inspection of the customer provided pictures identifies the unit and shows a quantum with a f4 fault displayed on the screen. Visual inspection of the controller found that the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.q 2020¿01-31. No visible manufacturing abnormalities were found. During functional evaluation the unit was powered-on and immediately a hardware failure f4 came up with a acoustical sound and the red attention led; the failure could not be reset. The complaint was confirmed and the root cause is associated with design. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A corrective action was previously initiated to mitigate future recurrence of this event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl surgery the quantum controller had a f4 alarm failure. A backup device was available a delay greater than 30 minutes was reported. There was no an injury and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.